Manufacturer narrative:
Product sample (22 sachets of vanish lot #n74671) was returned to 3m for analysis. Ir analysis of the returned product showed that there were no unusual or missing peaks when compared to a control lot, indicating product was of intended composition.

Manufacturer narrative:
The engineering investigation was limited by lack of returned sample, but a lot number was provided. An engineering investigation was performed on a retain sample from the product lot. Ir analysis showed that there were no unusual or missing peaks when compared to a control lot, indicating product was of intended composition. It is noted that this product had been applied previously without incident, but since that application, the patient has developed allergy to corn. Vanish varnish contains ingredients derived from corn. It is also noted that the oral treatment provided is not consistent with a serious reaction of anaphylactic shock. 3m espe vanish 5% sodium fluoride white varnish has been thoroughly evaluated for biocompatibility and found to be safe for its intended use.

Event description:
On (B)(6) 2016, a dental office reported that a (B)(6) female patient experienced a burning sensation in the mouth and felt like her throat was swelling and closing immediately following application of 3m espe vanish varnish. The patient took benedryl (dosage unknown) that she had brought with her for allergies, and felt better; she then left the dental office. Later that evening, the patient began to experience similar symptoms again and went to instacare and was diagnosed with anaphylactic shock (additional symptoms included rash, irritation, mouth felt hot, throat felt sore, and stomach pain) and oral steroids and an antihistamine were provided. According to the dental office, the patient called the next day ((B)(6) 2016) and reported that she was doing well; the patient reported no lingering symptoms. In addition the office reported that 3m espe vanish varnish was applied previously within the last year without incident.